Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that a faulty ultrasound plug and printed circuit board caused the scope communication error b30. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error b30. The issue was identified during device inspection before a diagnostic procedure. There were no reports of patient harm.